Event description:
A event was received via voluntary medwatch form mw5149948. It was reported that the patient's scs system stopped working and stimulation was lost due to inoperable ipg. Programmer displayed error message " replace generator" indicated device has reached end of service (eos). Surgical intervention may take place to address this issue. Initial reporter elected not to be identified.

Manufacturer narrative:
Per the medwatch form, the initial reporter wants to remain confidential therefore additional device information and patient information cannot be obtained. Sections a1, a2, a3, and a4: patient identifier, age, date of birth, weight is unknown. Section d4 - additional device information: serial number, lot number, expiration date and UDI device information are all unknown. Section d10 - concomitant medical products and therapy dates are unknown. Section e1, e2, and e3 - initial reporter information is unknown. Section h4 - device manufacture date is unknown. It was reported to abbott, a patient ipg stopped working. The patient controller displayed the message ¿replace generator-has reached end of service.¿ the patient planned on contacting their physician for guidance. As this was a med-watch report that was submitted without the ipg serial number and the patient chose to remain confidential, no follow-up could be conducted at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.